Manufacturer narrative:
This report is submitted on 25 november 2019.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2019. It is unknown if there are plans to re-implant the patient with a new device.